Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (600s mg/dl) with moderate to large ketone levels. The pump supplies had been changed. The customer's healthcare provider (hcp) advised the customer to revert to using insulin injection to manage diabetes. The customer had an appointment to meet with the hcp to discuss the high bg levels.